Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor alarms. The customer experienced a high blood glucose level of 400 mg/dl. Her blood glucose level dropped to 308 mg/dl after she bolused. The sensor connecter had blood in it. The device was not returned.